Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority in united states on 11-jun-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 with lot number 686082. She reported that she had essure inserted 5 years ago and all the sudden she had massive pelvic pain, nausea, fatigue and fever. She was in the emergency room at time of report because essure was affecting her body. She lost days at work and time with child due to being ill. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Ptc investigation result was received on 23-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: batch number 686082; production date: 11/2009; expiration date: 11/2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 27-aug-2015 and 11-sep-2015 (ptc result updated): this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0764). Consumer reported that essure has caused her many reactions to the actual make-up of the product resulting in massive pelvic pain, hair loss, itchy skin rashes, dental issues, weight loss, massive abdominal bloating, crohns disease, breast cysts and ovarian cysts (which resulted in her having a full hysterectomy at (B)(6)). In addition, consumer informed that her physicians have placed blame for all her symptoms on essure since every single symptom stopped after it was removed. Ptc result updated: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Please note that the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure inserted and experienced massive pelvic pain. She also had ovarian cysts and crohns disease. Massive pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. The other events are serious due to their medical importance and unlisted. Pelvic pain may occur with essure use. In this case, the patient had essure inserted 5 years previous to this report and suddenly she experienced massive pelvic pain. She underwent a full hysterectomy. Given event's nature, and implied positive temporal relationship, causality with essure use cannot be excluded. With regards to the other events, based on the pathophysiology, a causal relationship with suspect insert can be excluded. This case was upgraded to incident since a surgical intervention was performed. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.